Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a protégé gps self-expanding stent with a non-medtronic (balking) 6 fr. Sheath and non-medtronic 0.018 (advantage) guidewire) to treat a lesion in the mid left iliac artery - common in a patient. The lesion was calcified with moderate tortuosity. The device was prepped as per IFU. It was reported that the stent was deployed, but during retraction of the delivery system, detachment of the tip occurred. When the device was removed it was noticed that the tip was not present, the olive knob released and flowed distally. The tip was removed using a snare and no components were left in the patient. The device did not pass through a previously deployed stent. No resistance was encountered during advancement and no excessive force was used. No further patient injury reported.

Manufacturer narrative:
Evaluation summary: the protégé gps was received for evaluation. No ancillary devices or cine images from the procedure were received. The protégé gps stent delivery system was received in several separate pieces. The proximal deployment paddle with stainless steel hypotube formed one piece; the majority of the inner guidewire lumen distal deployment paddle attached to manifold and outer sheath formed another piece and distal inner tip assembly formed the last piece. It was noted that the stent radiopaque retainer was not returned with the assembly, per the reported event description no components were left in the patient. The distal fracture face on the inner guidewire lumen appears to be a straight cut in the inner distal tip assembly proximal bond area. The proximal fracture face of the distal inner assembly exhibited kink and tensile damage. The white distal tip exhibited longitudinal scaring. When the inner distal tip assembly was compared to the inner distal assembly from another protégé gps it was apparent that the incorrect inner distal assembly was returned. A 0.035¿ guidewire could not be loaded through the returned distal tip assembly. The protégé gps lot a589335 is a 0.035¿ compatible device. A 0.014¿ guidewire was able to navigate the returned distal tip with ease and the inner guidewire lumen. The returned inner distal assembly was able to slide effortlessly into the inner guidewire lumen. Providing further evidence that the returned inner distal assembly is not from the protégé gps. Review of the 6f sheath and the 0.018¿ glidewire used revealed that neither device has a distal subassembly that looks like the returned distal tip sub assembly. Additional correspondence with the sales representative revealed that a competitors stent(abbott supera) was also used in the procedure. An on-line review of this stent delivery system revealed that, as far as could be determined, the returned distal tip is from the competitors stent delivery system. Medtronic was unable to acquire the distal tip from the protege gps delivery system. The original report indicated that nothing remained in the patient following the procedure. If information is provided in the future, a supplemental report will be issued.